Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient was using multiple blood glucose meters during sensor session which is against user guide specifications. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).